Event description:
It was reported that the authors identified 9425 spinal fusion cases between 2009 and 2011 from a spine registry in a large integrated healthcare organization. In the cohort, there were 5,456 bmp cases and 3 ,969 non-bmp cases. 74 non-unions occurred in lumbar fusion applications (including l5-s1).

Manufacturer narrative:
Article citation: guppy et al. Does bone morphogenic protein (bmp) change the operative nonunion rates in spine fusions? Spine (2014) doi: 10.1097/brs.0000000000000534. Mean age 61.8 years (range 21-96). Sex: 3122 females, 2334 males. Implant date: between january 1, 2009 and december 31, 2011. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.